Event description:
The user facility reported that the physician was doing bilateral iliac interventions and right superficial femoral artery (sfa) plasty. Bilateral retrograde access was obtained with 7fr sheaths. After the procedure was complete, the physician opened 2 6 french angio-seals for closure (both the same lot number). The right side was closed first, and the angio-seal deployed perfectly. When the physician attempted to close the left common femoral artery (cfa) access, the angio-seal device came out of the artery in its entirety when the physician was retracting the device for deployment. The tip of the anchor can be seen still within the angio-seal sheath. The physician stated that he did not perform a pre-deployment angiogram since he had done an angiogram on the patient not too long ago, and knew there was no disease in the cfa. An ultrasound showed a vessel size of greater than 5mm, there was no issues gaining access with the sheath, or with introducing the angio-seal. The access was not at a steep angle. The physician noted that after locating the arteriotomy, when he was introducing the angio-seal device into the angio-seal sheath, that he felt resistance when the angio-seal device got close to angio-seal sheath where he would click the two pieces together. Manual pressure was held to obtain hemostasis. The patient remained stable throughout and the procedure was a success. The blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, carrier tube and hemostasis sheath. The device was subjected to visual and functional analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the sheath tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device contained the anchor, collagen and tamper tube, and was able to be successfully deployed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).